Manufacturer narrative:
B3: date of event: date of event was approximated to 10/01/2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. Post implantation, it was noted that there was resistance when removing the system. There were no patient complications as a result of this event.